Manufacturer narrative:
Patient's current hospital was unable to provide the exact date of the first stroke since the patient was implanted at another center. Unique identifier (UDI) #: (device identifier) ¿(B)(4). Estimated age of device: 1 year, 7 months, 27 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient experienced a stroke on (B)(6) 2017 (estimated date). The patient was symptomatic. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.